Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site and replaced the laser assembly (worn out from normal use), performed an assembly alignment, and adjusted the instrument gain settings. The fsr ran quality controls and patient samples, which recovered within range. The instrument was performing within specifications. The cell-dyn 3200 system operator's manual, list number 06h60-01, revision n, contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the current investigation and event details, no product deficiency was identified with the cell-dyn 3200 instrument. The issue was resolved by replacing a worn out laser assembly. Review of complaint tracking and trending; field service intervention.

Manufacturer narrative:
For the initial MDR submitted on (B)(4) 2011, MFR received date should have been (B)(4) 2011. For the follow-up MDR submitted on (B)(4) 2011, MFR received date should have been (B)(4) 2011. For the follow-up MDR submitted on (B)(4) 2011, manufacture date should have been 10/2004.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
The customer states that one patient sample generated an initial wbc count of 43.0 k/ul on the cell-dyn 3200 cs 110 analyzer. The patient was redrawn and the second sample generated a result of 5.0 k/ul. There is no impact to patient management reported.